Event description:
Dr. Was removing cast from patient's leg for preparation of surgery. Upon removing cast, it was noted that a 2.5 cm laceration was present over the medial malleolus. The laceration was cleaned and sutured. The operative procedure went forward.